Event description:
It was reported that the atrial lead was undersensing. It was also reported that the undersensing resulted in ventricular sense episodes (vse). The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: competitor 1056t implantable pacing lead (B)(6) 2006; 6932 implantable defib lead (B)(6) 1997. (B)(4).